Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use.the reported event could not be confirmed; however, hemorrhage and vessel dissection are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the physician suspected that the catheter (subject device) possibly dissected the patient blood vessel during the procedure. The following day post procedure, a bleed was noticed. Patient is stable and there were no clinical consequences reported to the patient due to this event. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician suspected that the catheter (subject device) possibly dissected the patient blood vessel during the procedure. The following day post procedure, a bleed was noticed. Patient is stable and there were no clinical consequences reported to the patient due to this event. No further information is available.